Event description:
It was reported that a revision surgery was performed on (B)(6) 2018 due to an allergic reaction. It is not known which knee was implanted. No more information shown.

Manufacturer narrative:
It was reported that a revision surgery was performed due to an allergic reaction. The associated legion oxinium constrained fem 4lt component was not returned for evaluation. After repeated requests, smith and nephew has been unable to obtain device details on the additional devices. The only information received is for the legion femoral component. A manufacturing records and complaint history review was performed on the subject device. Manufacturing records review of the for the listed batch did not reveal any deviation from the standard manufacturing processes. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Smith and nephew has an outstanding request with the reporter for information on the other devices. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated based on the provided information. No relevant clinical medical information was provided to conduct a thorough medical assessment. Therefore, no medical analysis was performed at this time. Oxinium material contains <0.0035% for detectable nickel, the leading cause of negative reactions in patients with metal sensitivities. With the information provided it is undeterminable if the patient suffered an adverse reaction with the device. The surgeons selection of this device (oxidized zirconium) over other similar femoral components is most likely because of the low level of nickel content in the device. It is so low that it could be considered "hypo-allergenic. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.